Event description:
The fe and customer reported what likely represents a charger failed error message at boot up. This would prevent the system from booting up, resulting in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The charger board and battery were evaluated and replaced. The system was tested and found to be working as intended and returned to service.